Event description:
It was reported that microbore extension set, IV connector,.f was damaged. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown. Verbatim: [event 10] bd medication line turned into supply chain with no details.

Manufacturer narrative:
The following field was updated due to corrected information: d.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material #mz9226 because a valid lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore extension set, IV connector,.f was damaged. The following information was provided by the initial reporter: material no: mz9226 . Batch no: unknown. Verbatim: [event 10] bd medication line turned into supply chain with no details.